Event description:
It was reported prior to use of bd vacutainer® cpt¿ cell preparation tube with sodium citrate, foreign matter(fm) was observed in one tube. There was no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: one photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter (fm) was observed. Red fm was observed in the stopper. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record and retention samples could not be conducted. This complaint has been confirmed for the indicated failure mode fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.